Event description:
The patient began to desaturate on the ventilator on a cass et tube. Respiratory therapist attempted to ambu patient but met total resistance. Rt changed ambu bags since they could not compress the bag. No air moving. Rt and md pulled the cass tube. A large mucus plug was discovered at the end and the rt was able to ventilate. The patient decompensated into cardio-respiratory arrest and expired 45 minutes later.